Event description:
Hospital advised that this pump alarmed and displayed channel error. The biomedical engineer checked the error log and determined error was a motor stall error. There was no patient consequence. No further information was available.